Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent a aaa procedure, and an enside thoraco-abdominal graft was implanted as the main graft. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended to be implanted in the superior mesenteric artery. A 16fr aptus steerable sheath was used to advance the vbx device over an 8fr cook flexor sheath through the 16fr aptus sheath. It was reported the 8fr sheath was able to fully engage with the inner branch, then the sheath flicked out of the branch as the vbx device was being introduced. The vbx device was retracted and then dislodged off the balloon and catheter. Wire access was maintained through the vbx device. The 8fr sheath was removed and 3mm balloon was inserted over the wire and passed through the vbx device. The 3mm balloon was inflated and the dislodged vbx stent was successfully retrieved from the patient. A new vbx device was implanted successfully to complete the procedure with good results. The vbx device and delivery system were discarded at the hospital. As reported, the patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code c20: the device was discarded at the treating facility and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.